Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to the patient's lead for off-label use. It was reported the patient's occipital lead was repositioned via surgical intervention on (B)(6) 2017 due to migration.